Event description:
Caller reported blood glucose results of 164 mg/dl on compact plus system 1, compact plus system 2 result of 419 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Mother refused to provide a full list of medications, but did provide the diabetes medicines and dosages.

Manufacturer narrative:
(B)(4) - mother refused to provide a full list of medications, but did provide the diabetes medicines and dosages. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.